Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime. The customer stated that the device started counting, and the insulin was squirting out. Troubleshooting was performed and the error alarm was confirmed.